Event description:
After an unsuccessful cavity integrity assessment (cia) test during a novasure endometrial ablation, the procedure was aborted and a hysteroscopy confirmed a perforation "in the fundus with "minimal bleeding". The patient was discharged. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Novasure disposable device received on (B)(4) 2011. The radio frequency controller was received on (B)(4) 2011. The manufacture date of the disposable device is (B)(4) 2010. The manufacture date of the radio frequency controller is (B)(4) 2009. The evaluation noted are for the disposable device. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) reviews were conducted for the novasure disposable device and rf controller used in this procedure. No abnormalities were noted and the devices passed all qa testing prior to release. Reference internal complaint (B)(4).